Event description:
On (B)(6) 2016, information was received from an attorney regarding a patient who was receiving an unknown medication via a synchromed ii pain pump system. Indications for pump use, medical history, and concomitant medications were not reported. On an unspecified date, reported as "within the past several years" as of the letter dated (B)(6) 2016 and received by the manufacturer on (B)(6) 2016, the patient was alleged to have been injured due to the defective synchromed ii system's failure to deliver medications as prescribed. The nature of the injury/personal injury sustained was further specified as personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by surgery or surgeries to remove a defective device. The patient required removal of the allegedly defective device(s) and may have also required replacement, but that was not specified. Although it was reported that wrongful death resulted in "some instances," it was not specified if the patient in this event actually died.